Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopically assisted vaginal hysterectomy. According to the reporter: at the conclusion of the vaginal portion of the procedure, the vitual vue was apparently placed on the pt's abdomen by the surgical team. They inspected the abdominal cavity laparoscopically and began to close the pt. I disconnected the vital vue from the fluid and the electrical source as part of the initial clean up procedure. Once the incisions were closed and dressed, the drapes were moved. At that time, dr (B)(6) and I noticed a blistered, white area approx 1 in by 2 inches on the pt's upper left thigh near the groin. Dr (B)(6) was present and inspected the area. Silvadene cream was ordered for application in the eight floor pacu as the pt was prepared for transport.